Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the castor on the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect castor was returned to the manufacturer for evaluation. It was found, via visual inspection, that the castor was removed from the threading of the bolts. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, a castor on the navigation system came off and resulted in the navigation system falling over. There was no other reported damages to the system aside from the castor. There was no patient present when this issue was identified. No additional information was provided.